Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer were hospitalized due to high blood glucose. Blood glucose was unknown. It was unknown if the insulin pump was on auto mode at the time of incident. The device will be returned for analysis.